Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels decreased to 90 mg/dl while wearing the pod between 36 and 48 hours. As treatment, the patient ate some candy. The patient had lost consciousness. Once the paramedic's arrived they removed the patients pod and the patient was treated with a dextrose gel. The patient was not taken to the hospital.